Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7072139/7080651.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted devices were discarded per facility policy.